Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the air/water channel was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The suggested event is detectable/preventable by handling the device in accordance with the following instructions for use (IFU): IFU states the detection method in cf-ez1500dl/I operation manual chapter 3 preparation and inspection. IFU states the preventative measures in cf-ez1500dl/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that colonovideoscope's rubber was loose near the proximal end. The event was found during maintenance. Upon inspection and testing of the returned device, it was observed that contamination was identified in the air and water channels. The repair procedure was completed using the same set of equipment. This report is being submitted for the event found during the evaluation. There was no patient involvement.

Manufacturer narrative:
The device was returned for maintenance and the customer's allegation of loose rubber near proximal end was confirmed. The device evaluation also found white crystallized contamination believed to be a simethicone type product evident within the air/water channel. Additional evaluation findings were as follows: the distal end adhesive was worn, the insertion tube protector had a split, upward, downward, left, and right angles did not meet the specifications, and upward, downward, left and right-angle play was evident. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information becomes available.